Event description:
It was reported that during a laparoscopic low anterior resection procedure, when the surgeon tried to fire, the power of blade seemed not enough. Then, the blade was stuck on the quarter of the whole staple line. Even though the surgeon tried to use reverse button, it was not activated and stopped. After the surgeon tried to use reverse button and override button, the jaw was finally opened. The procedure was converted to open. Delay of thirty minutes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what color cartridge was being used? Which firing did the issue occur? Were both the knife reverse button and the manual override lever used? What was the reason for the convert to open? Was the procedure converted to open prior to the device opening?

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: which firing did the issue occur? It was 1st firing. Were both the knife reverse button and the manual override lever used? Override lever was opened but it was not used, reverse button was finally used. What was the reason for the convert to open? Was the procedure converted to open prior to the device opening? It was stuck on the patient tissue and the surgeon tried to open but failed. After changing to open surgery, the jaw was opened. Before that the device was still stuck to the tissue. The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No short cut or absent cut were noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.